Manufacturer narrative:
Product analysis #: 703448397. Analysis was able to confirm the customer comment that the stylus did not align with the cursor. It was noted that the upper case had contamination and the nylon link electronic module (lem) support standoff was broken into the case. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus would not calibrate to the programmer screen. It was noted that the cursor would not reach the far left side of the screen. The programmer was returned for repair. There was no patient involvement.